Event description:
It was reported that the indwelling foley catheter was leaking. Several of these catheters were inserted into an anesthetized patient in the morning, both of which had the same issue. Both had a small hole at the top of the catheter, this was not the end they put in to the patient. When the user went to check the stock, it was found that both the catheters were used and had the same batch number. Since the user had no other stock, a different not so suitable catheter had to be used. This fault issue not only resulted in multiple catheters being inserted, but also delayed the patient additional treatment. Both remaining boxes were taken off the shelf and quarantined. Per follow-up information received from ibc on 28aug2023, stated that all faulty devices were used on the same patient. The patient delay was getting them off the table as they had to replace the catheter three times. The patient status was discharged home. Per mail received on 13sep2023, stated that the customer returned an additional used sample.

Manufacturer narrative:
The reported event was unconfirmed. Received a used 3-way catheter (without original packaging). Visual inspection noted no defects or holes along the length of the catheter. The catheter balloon was inflated with 35 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated with no cuffing or leaks noted, returning 10ml of solution. Flushed drainage lumen with d.I. Water successfully with no leaks noted. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed neither a risk review nor labeling review is required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the indwelling foley catheter was leaking. Several of these catheters were inserted into an anesthetized patient in the morning, both of which had the same issue. Both had a small hole at the top of the catheter, this was not the end they put in to the patient. When the user went to check the stock, it was found that both the catheters were used and had the same batch number. Since the user had no other stock, a different not so suitable catheter had to be used. This fault issue not only resulted in multiple catheters being inserted, but also delayed the patient additional treatment. Both remaining boxes were taken off the shelf and quarantined. Per follow-up information received from ibc on 28aug2023, stated that all faulty devices were used on the same patient. The patient delay was getting them off the table as they had to replace the catheter three times. The patient status was discharged home. Per mail received on 13sep2023, stated that the customer returned an additional used sample.